Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The dragonfly optis oct device is filed under separate medwatch report number.

Event description:
It was reported that during an interventional procedure in the right coronary artery (rca) lesion with mild calcification, mild tortuosity and 90% stenosis, the balance middle weight (bmw) universal ii guide wire was positioned in the vessel. Before the percutaneous coronary intervention (pci), optical coherence tomography (oct) using a dragonfly optis imaging catheter was performed without issue. The coronary intervention was completed and during post-pci, a few attempts to deliver the dragonfly optis oct imaging catheter to the lesion were made; however, it was noted that the bmw guide wire formed a loop near the tip of the guiding catheter. The oct catheter could not advance further and resistance during removal was noted due to the guide wire loop being caught on the exit port of the dragonfly catheter, so the guiding catheter, dragonfly optis and bmw guide wire were removed together from the patient anatomy as a single unit. There was no adverse patient effect and no reported clinically significant delay in the procedure. The procedure was continued without further oct. No additional information was provided.